Manufacturer narrative:
Concomitant medical products: 429888 lead, implanted (B)(6) 2019; w4tr01 ipg, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing pocket stimulation. It was also noted that the right atrial (ra) lead was not working well and that there was a possible lead issue. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.